Event description:
The following has been reported: no active infusion has been stopped and no patient harm reported, all pumps have been cleaned and inspected thoroughly. Physical damage: outer casing on back destroyed a preliminary review of the logs identified the following issue: mechanical hardware failure (housing). The device returned for a damaged housing. The rear housing has a large piece broken off behind the cassette loading area. Also, all but one screw boss are broken out of the rear housing. The tie wrap that holds the ferrite core is broken and the screw holes of the pneumatic plate are broken. Additionally, the screw bosses from the front housing to the main pcba are broken. Functional testing found that the set ID has failed, it will also need to be replaced. Reporting as a conservative measure for the sensor hardware failure (set ID sensor). No adverse effects were reported.